Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication had been loaded into the machine, but the medication list in epic was not updated to reflect the medication. A technical support specialist (tss) attached knowledge article (ka) "resolved issue - non specific resolution" as the resolved issue, and tss dialed into the server to check the medication identification setting for the reported station. Tss selected the chargeable box for the item within the facility formulary based on the formulary facilities configuration, and the customer changed the setting and resolved the issue. Tss received the customer email confirming resolution and permission to close. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was loaded into the machine, but the medication list in epic was not updated to reflect the medication the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.